Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. An acceptable result was obtained on patient sample upon repeat testing on the same instrument. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher and as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The initial MDR was filed on 30-mar-2018. The first supplemental MDR s1 was filed on 23-apr-2018. Additional information (18-jun-2018): siemens headquarters support center specialist further reviewed the event data and determined the potential causes of the discordant, falsely low vancomycin result. The first potential cause was determined to be decreased sample delivery to the cuvette due to a delivery issue to the aliquot plate or cuvette. During the troubleshooting of the instrument, mixing, alignment and delivery tests were passing repeatedly. The second potential cause was determined to be pre-analytical variables with the sample causing an under delivery of sample to the aliquot plates intermittently. The customer has made improvements and indicated that they no longer pour samples into the small sample container cups, instead they use pipettes. They also stopped using the fixed angle stat spin centrifuge for faster and shorter centrifugations for the vancomycin assay. The customer replaced the fixed angle stat spin centrifuge with a larger swinging bucket stat spin centrifuge. Quality controls have been within acceptable range and no further issues have been noted. The customer is not processing vancomycin patient samples on dimension vista s/n: (B)(4).

Manufacturer narrative:
The initial MDR 2517506-2018-00226 was filed on 30-mar-2018. Additional information (29-mar-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the aliquot, sample 1, reagent 1, and reagent 2 probes couplings, splines, gears, and belts. The cse also checked vacuum of drains and cleaned the drains. The cse ran server1 service method testing and quick check, which passed. A siemens headquarters support center specialist reviewed the event data and determined that the customer uses stat spin for all stat samples except for vancomycin. The customer has been pouring the primary tubes into small sample container versus pipetting. The spun tubes were being inverted to check for sample quality and volume prior to loading onto the instrument. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.